Event description:
A report was received that the patient's battery was protruding through the skin and was causing discomfort. The patient underwent a revision wherein the pocket site was relocated. The physician wanted to prevent the ipg from exposure since the patient¿s skin was thinning and does not believe the thinning was caused by the device. The patient was doing well following the procedure.